Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient did not know the cause of implant movement and difficulty charging. It just shifted. Patient could not charge at all. Anything patient had for pain anymore, they weaned off all updates. The issue was not resolved at the time. Patient had an appointment on (B)(6) 2018 with a surgeon and were going to discuss. Patient believed they needed a new battery. Patient provided their weight information. On (B)(6) 2018, additional information was rec'd from rep. It was reported that they were only aware of the battery being flipped. A pocket revision was done on (B)(6) 2017. The information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had poor/no telemetry with recharging. The patient stated that they had been having the hardest time charging their ins because their ins flipped on the side. The patient stated that it ¿quit¿ working yesterday because the charge went out. The patient stated that they tried to charge the ins, but the ins was ¿dead¿ and not working. The patient stated that their healthcare provider confirmed that their ins had flipped and the patient would be getting a replacement implant on this coming tuesday. The patient stated the ins was ¿using more battery¿. Patient services reached out to the manufacturing representatives (reps) in the area. The patient stated that they did not have therapy for the pain in their arm. The patient indicated that their ins was for nerve damage in their arm. They stated that they were taking tramadol, but that it was not helping the patient¿s pain. The patient stated that the patient didn¿t have a backup for the patient¿s pain and they did not want to take opiates, because they caused the patient¿s stomach to bleed. The patient confirmed the stomach bleeding was unrelated to their device and was caused by the opiates. The patient mentioned that they meet with a rep every couple of months for routine visits. They stated that they had an adjustment made for battery coverage in the patient¿s arm in december. The patient mentioned a jolt. It was reported that the issue of the patient being unable to charge their device and their ins flipping occurred two weeks ago in 2018. It was asked when the ins started using more battery, but the patient did not provide an answer. It was stated that the ins being dead/not working and the patient¿s pain started yesterday on (B)(6) 2018. It was unknown when the ins was not providing enough coverage. The patient¿s jolt occurred in (B)(6) 2017. No further complications were reported/anticipated. Additional information was received from the healthcare provider (hcp) via the rep on (B)(6) 2018, reporting that the patient¿s battery was flipped in the pocket and they could no longer charge it. It was reported that an x-ray was performed, and a pocket revision was scheduled for (B)(6) 2018 at 7:00am. The issue was not resolved at the time of the event. The rep called in later the same day indicating that they would be supporting this case tomorrow for a pocket revision and possible pocket relocation, because of a flipped ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he was having a hard time recharging the implant, there was no way to charge it with the way it was now. The patient stated that in the last couple of weeks it seemed like the battery pack had flipped over a little bit to the side and really bulged out. The patient noted he could tell because his jeans rubbed against it and it hurt and he had to wear sweat pants but they would slide right down because the implant was bulged out. There was 3/4 charge left and the patient was going to follow-up with the healthcare provider. The indication for use was spinal pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708340, (B)(4), implanted: (B)(6)2013 explanted: product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that during a pocket revision procedure, that occurred on the day of the report, the surgeon accidentally cut the existing extension. It was reviewed which extension would be compatible though they would not be using the one leg of the extension; it was also reviewed that one leg marked with the band is to signify the 0-3 side and to use 1x4 configuration for programming. The rep was going to use the compatible extension. No further complications were reported/anticipated.